Event description:
It was reported the patient¿s health care provider stole 2 milligrams of dilaudid and instead injected the patient with saline. At the time of the report the system was being used to deliver fentanyl, clonidine, and morphine (bupivacaine), but it was not known what was being delivered at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).